Event description:
Customer reports her dad is curious and was exploring in his new assisted living center. Behind the building there is a loading zone and when he tried to turn around, he hit something. It dumped him backwards and he rotated on his side. It appears the back of the seat is snapped in the back down to the carbon fiber. User hit his head and back. The anti-tip wheels were fully deployed.